Manufacturer narrative:
Date of the event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number 3006705815-2022-00982. It was reported that patient experienced ineffective therapy. The device system was explanted. There were no complications during the procedure. Patient was stable.

Manufacturer narrative:
Date of the event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number 3006705815-2022-00982. It was reported that patient experienced ineffective therapy. The device system was explanted. There were no complications during the procedure. Patient was stable.